Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a physician planning to write an article regarding subcutaneous implantable cardioverter defibrillator (s-ICD) implants. The analysis included 44 patients implanted with s-ICD (including models 1010, a209, a219) at nine centers, where three patients had complications that required surgical interventions during follow-up, and six patients received a total of 10 inappropriate shocks. For the interventions, one pocket revision was performed due to incomplete wound healing. One electrode was revised due to skin erosion at the superior incision. One electrode was repositioned due to dislodgement. For the inappropriate shocks, three shocks were delivered inappropriately for supraventricular tachycardias, two for t-wave oversensing, one for p-wave oversensing, one for transient air at the electrode within 24 hours after implant, one inappropriate shock was delivered due to the dislodged electrode (see above). Two inappropriate shocks were delivered for myopotential noise. It was reported one system was revised due to the noise, but when the observations recurred, the system was explanted. These cases were handled by the respective centers and no further information, including the model and serial numbers, was available.